Event description:
Caller tested patient and received a freestyle reading of 102 mg/dl. Caller administered insulin based on this reading. Caller reported patient having a seizure. Caller administered glucagon. Paramedics were called. They tested the customer with an unknown brand meter, getting a result of 76 mg/dl. Paramedics administered dextrose.